Event description:
The customer reported that the monitors' alarms were turning off without user interface. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the monitors' alarms were turning off without user interface. No pt harm was reported. The local philips service staff person verified that the monitors involved function as intended and had no internal errors indicative of any past problems. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.